Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. No unexpected no delivery alarms noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Pump passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose at time of incident: 463 mg/dl. Patient's current blood glucose: 86 mg/dl. Customer reported that he was sick and vomiting with high blood glucose. Customer wasn¿t able to go to work for two days. Customer treated for high blood glucose with manual injection. Customer reported that they have contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer doesn¿t want to no longer have a medtronic insulin pump. Customer changed the infusion set twice in result of no insulin delivery. The customer blood glucose was 460 mg/dl and he went to speak to his endo and his blood glucose went down using the manual injection his blood glucose instantly went down. Customer just wants a replacement insulin pump. Customer reported that there are no delivery alarms present. The insulin pump will not be returned for analysis.